Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii. With implant malposition". Device has been explanted and replaced.

Manufacturer narrative:
Weight (a4): 49.50 kgs. Age at time of event (a2): 70 yrs. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Malposition: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii with implant malposition." Patient undergone capsulectomy. Device has been explanted and replaced.